Event description:
A tandem mobi cartridge alarm was reported during the loading process, which caused the customer's blood glucose level to exceed 500 mg/dl with the value displayed as "high." The customer addressed the high blood glucose by administering a correction bolus via the pump. The issue was resolved after the customer received guidance to wait for prompts from the tandem mobi mobile app before removing or loading cartridges, and the customer successfully reloaded the cartridge and resumed insulin therapy.